Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) presented due to beeping tones. Interrogation found a single out of range shock impedance measurement. Review of daily measurements found the shock impedance measurements trend high. Boston scientific technical services (ts) discussed continued monitoring or testing options. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received indicating the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.